Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed. In addition, analysis of the returned device found a posterior foot break. The detached foot was not returned with the proglide device. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices with a 7f sheath after a cerebral vessel intervention. Reportedly, a cuff miss occurred with both proglides. An angioseal was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.